Manufacturer narrative:
H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy during an l4-l5 fusion. The site placed a lateral cage, then placed the screws, but the left l5 screw was lateral and inferior by less than 5mm. The surgeon reported this did not skive. The surgeon removed the left side screws and did a unilateral fixation. A 10-point accuracy test was performed, which passed. There was no patient harm and the procedure was delayed by 5 minutes.